Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the implanted non-abbott stent resulting in the reported failure to advance. When removing the sds, the alpine stent was caught on the implanted stent resulting in the reported difficulty to remove. Manipulation of the device resulted in the reported stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.25x23mm xience alpine stent delivery system (sds) failed to cross through a non-abbott implanted stent. When removing the sds, the alpine stent was caught on the implanted stent and the alpine stent dislodged in the anatomy. A balloon dilatation catheter and snare device were used to remove the dislodged stent from the patient anatomy. When snaring the dislodged stent, the non-abbott stent was explanted. A larger xience alpine stent was implanted. The patient is stable. There was clinically significant delay during the procedure. No additional information was provided